Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a pacing lead, the introducer sheath handle broke and became detached during the peeling process. No patient complications have been reported as a result of this event.